Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5 and a tethered anterior leaflet. Two clips were implanted, reducing the tr to a grade of 1-2. The following day, echocardiography showed the second implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4. A floating structure was observed near the leaflets. The physician suspected that clip may have been deployed with the chordae grasped.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda per the physician is due to tethered anterior leaflet and difficult anatomy (leaflets with multiple small segments, central gap) and is therefore, related to patient conditions. However, a cause for the entrapment of device associated with chordae possibly getting inserted in the second clip could not be determined. Tricuspid valve insufficiency/regurgitation appears to be due to slda. Unspecified tissue injury appears to be related to the entrapment of device and slda. Tricuspid regurgitation and tissue damage/injury are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.